Manufacturer narrative:
Zimmer-biomet complaint (B)(4). No product was returned; visual and dimensional evaluations could not be performed. Review of the device history records found no deviation and anomalies. This device is used for treatment. Compatibility check for all the parts carried out and the parts were found to be compatible. A complaint history review for the same issue identified 10 other complaints for part number 180500 and 2 other complaints for part and lot number (746090) search.. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Review of the operative records indicates that the surgeon noted no complications during surgery. Without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Concomitant medical products: 0001825034-2018-00710 ¿ cat#113630 ¿ lot#688080 - comp primary stem 10mm mini, 0001825034-2018-00711 ¿ cat#115340 ¿ lot#024850 - comp rvs hmrl ti tray 44mm, 0001825034-2018-00712 ¿ cat#xl-115363 ¿ lot#333000 - arcom xl 44-36 std hmrl brng, 0001825034-2018-00713 ¿ cat#115310 ¿ lot#764970 - comp rvrs shldr glnsp std 36mm, 0001825034-2018-00714 ¿ cat#010000589 ¿ lot#041180 - comp rvrs 25mm bsplt ha+adptr, 0001825034-2018-00715 ¿ cat#115383 ¿ lot#894170 - comp rvs cntrl scr 6.5x35mm st,0001825034-2018-00718 ¿ cat#180502 ¿ lot#324660 - comp locking screw 4.75x25mm, 0001825034-2018-00719 ¿ cat#180509 ¿ lot#388440 - comp non-lckng screw 4.75x25mm, 0008125034-2018-00720 ¿ cat# ni ¿ lot#ni - ext-comprehensive-reverse-unk.

Event description:
Clinical study 482 - patient underwent total shoulder replacement on (B)(6) 2014. Pain affecting activities of daily living was reported 6 months post-op.